Event description:
The customer reported that the insulin pump shut off. The device had a long tone, then a black line across the middle of the display screen and the power was off. The battery was changed with no results. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. In addition, moisture damage was also found on the motor. Further testing was not performed due to the blank display.